Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result(s). Customer stated that the test did not work for them. They had covid last week and had a pretty high temp and this test showed negative the same day the doctors tested them as positive. They states that the packaging is nice and instructions, but their test was just wrong.